Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. The field service engineer (fse) evaluated the device at the customer site. There was no problem found. The ventilator functioned as intended. The software was updated from 2.10 to 3.00. The fse also recommended the replacement of the battery due to age during the visit.

Event description:
It was reported that there was a number of data that the v60 with version 2.30 does not transfer via the hl7 (in combination with the ec10, ec5 and monitor). The ventilator was in clinical use at the time of the event occurred. No patient harm reported.